Manufacturer narrative:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. A system error was found on the error log to confirm the issue. The device's system circuit board needs to be replaced to address the issue. Additional findings not related to the malfunction/issue was contamination found on the blower and machine flow sensor. These parts would need to be replaced on the device. Per the customer's request, these parts were not replaced on the device. The air inlet foam filter and muffler were proactively replaced due to preventative maintenance on the device. The device passed all system tests for this device.

Event description:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center for evaluation. The third-party service center's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction: the manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center for evaluation. The third-party service center's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.